Event description:
The customer reported that during use on a pt a nurse found a difficulty to connect the 15mm connector with a smith medical hme product and could not connect deeply. Also reported the difficulty to connect with flexible tube during use with an unspecified model ventilator. Info provided does not confirm if recannulation of a replacement tube was required. Multiple attempts have been made to collect additional info.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.